Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation showed the right ventricular lead was over-sensing noise. No symptoms were reported. During the explant procedure, the physician was unable to fully retract the helix of the lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable throughout the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 7.1-7.2 cm from the connector pin consistent with lead friction to the ICD can.